Manufacturer narrative:
The customer reported complaint for the autopulse platform did not start compressions was confirmed during archive data review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Visual inspection was performed and found no physical damage to the autopulse platform. The autopulse passed the initial functional test without any fault or error. The platform was further tested for 25 minutes with large resuscitation testing fixture, (lrtf) equivalent to the (B)(6) patient and passed all functional testing criteria and met all required specifications. A drive train motor brake gap inspection was performed and verified within the specification. Review of the archive data indicated user advisory (ua) 16 (time out moving to take up position) errors occurred on the reported event date, thus confirming customer complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 16 alerts the user that the autopulse platform did not achieve the target depth for take-up within the specified time. Press restart to clear the ua. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to the age of the device. The sticky clutch plate was deburred to address the issue. The platform is a reusable device and was manufactured in september 2014 and the device is nearing its expected service life of 5 years.

Event description:
During patient use, the autopulse platform (sn (B)(4)) did not start compressions. No error messages were reported. The manual CPR was immediately performed for an unspecified amount of time. No patient harm or consequence reported on this event.